Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The customer alleges power failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During the evaluation of the device, the third party service center visually inspected the device. During the evaluation, the service technician reports touch screen does not turn on and the pcba is burned and it arrived with cockroaches. The device was scrapped.